Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) the fse performed preventive maintenance activities on the analyzer. The fse performed a routine system check which passed within instrument specifications. The fse performed a carryover test which failed at the sample probe, so the sample probe was replaced. The fse performed a high sensitivity system check which passed within instrument specifications. Upon completion of the necessary and verified repairs the instrument was returned back into operation. A definitive root cause has not been determined to date for this event. Associated mdrs: 2122870-2011-06491, 2122870-2011-06506.

Event description:
The customer reported that higher than expected creatine kinase-mb isoenzyme (ck-mb) results, above the normal reference range, were generated for one patients' samples on two instruments. This is the report one and addresses the higher than expected and imprecise ck-mb results generated for one patient sample on a unicel dxi800 access immunoassay system, serial number (B)(4), on (B)(6)2011. The performance of the second instrument, serial number 602527, on 12/02/2011 is addressed by an another associated medical device report (MDR). Beckman coulter inc. Assessment of customer supplied data indicated that the initial ck-mb result was above the normal reference range. Upon multiple repeat on the same and another instrument, the repeat results were all above the assay's normal reference range and, collectively, the initial and repeat results did not meet the precision claims of the assay. The elevated and imprecise result(s) were reported out of the laboratory however there was no report of death, serious injury or modification to patient treatment attributed or associated with this event. The ck-mb sample was collected via venipuncture in a plastic lithium heparin plasma tube with gel separator. The sample was normal in appearance with no noted visual abnormalities. Beckman coulter inc. Assessment of customer supplied data indicated that all three levels of ckmb quality control results were within the customer's established ranges prior to and after the event. Per the customer, instrument maintenance was up-to-date. No other patient sample results were questioned by the customer as part of this event.